Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a left side capsular contracture, baker grade unknown and pain. Device remains implanted.

Event description:
Patient reported, a left side capsular contracture, baker grade unknown. And pain. Healthcare professional reported, capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device, identified the weight was to the spec, white particles on the surface of the shell, and a crease fold. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii. Device has been explanted.